Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm while changing the cartridge. Tandem technical support assisted the customer with clearing the alarm. The customer successfully loaded another cartridge. The malfunction alarm did not reoccur. Blood glucose was in the 150 mg/dl range.